Manufacturer narrative:
E1. Additional initial reporter contact: (B)(6). D4 and h4 the lot#, expiration date, and manufacture date are unknown. The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock that experienced leakage during use. Report stated, "during hand over checks the IV line was wet and fluid was noted leaking at the connector. Pt had withdrawal from not receiving medication." There was patient involvement, no adverse event/serious harm reported. Ahs mdip #(B)(4).

Manufacturer narrative:
Received one (1) used list# mc330419, 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock; lot# unknown: one (1) used list# unknown, 5% dextrose injection 50ml IV bag; lot# unknown. No visual damages or anomalies were observed. The sample was tested per (B)(4). The received sample was primed at gravity pressure with no issues. The sample was pressure leak tested at 25psi with no leaks observed. The reported complaint of a leak could not be confirmed. The returned sample was tested and met the product specification. A device history review (DHR) lot# review could not be conducted because no lot number(s) was/were identified.